Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that fluid could pass through the complete fluid path, though a bend was noted on the exposed portion of the soft cannula. It could not be determined when this bend occurred, and it could not be conclusively determined if this affected the device¿s ability to deliver insulin.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported patient¿s blood glucose level rose to 400 mg/dl. The patient reported in the morning, blood glucose level was 123 mg/dl, at lunch it was 230 mg/dl and by evening it was over 400 mg/dl. The patient removed the pod and observed the cannula was bent. The patient treated the hyperglycemia by delivering a bolus with an insulin pen. The pod was worn between 4 and 24 hours on the abdomen.